Event description:
Pt's spouse reports the pt's pump serial number (B)(6) is giving an alarm indicating that the cassette reservoir is empty, despite there being fluid still present. Spouse reports pump issue: pump alerted for cassette reservoir volume empty, new cassette needed, but cassette was not empty and still showed 13 hours remaining. Spouse made a new cassette and switched the pt to their back up pump. Spouse states the malfunctioning pump has a maintenance date of 05/16/26 and backup pump has maintenance date of 07/26; spouse is requesting both pumps be replaced, since the back up pump is due for maintenance soon. Pharmacy troubleshooting complete, issue resolved. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Current IV remodulin dose: 63ng/kg/min. Did the reported product fault occur while in use with a pt? Yes. Did the product issue cause or contribute to pt or clinical injury? No. Is the actual product available for investigation? - yes, upon return. Did pharmacy replace product? Yes. Did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes. Is the therapy life-sustaining? Yes. What is the outcome of the event? Resolved.